Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet displayed an alert 38 for a consecutive stalled motor and would not complete a rewind or dry run despite multiple restarts, indicating a failure to infuse associated with the motor component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications-related problem consistent with a stalled motor failure and implicated the motor component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure of the motor. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.